Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. However, by testing the returned gas module in the gas module testing system. It showed the membrane of the nozzle unit is sticky, which can lead to a pressure spike that can affect the o2 concentration. The root cause for the membrane stickiness is unknown. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).